Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, olympus could not conclusively specify the cause of the foreign material remained in the device from the obtained information. The event can be prevented by following the instructions for use which state: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process with the customer complaint there was no flow from the main air water system, and a need for preventive maintenance. It was observed that the nozzle was clogged and there was no air water flow, confirming the customer complaint. Additional findings include reduced angulation, control knob movement had play, and there were deep dents in the plastic cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the nozzle was clogged and there was no air water flow. This report is being submitted for the event found during evaluation. There was no patient involvement.